Event description:
Per the surgeon, the patients internal magnet became dislodged subsequent to reported head trauma.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. This report is filed april 30, 2014. Device is currently unavailable.

Manufacturer narrative:
This report is filed july 29, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.